Event description:
On (B)(6)2025, doctor reported to cas that they (B)(4) reported a "broken posterior capsule" during procedure ID: (B)(4) that was performed on (B)(6)2025.

Manufacturer narrative:
Case #(B)(4) - review of the system data shows that the laser capsulorhexis was completed without issue with a good docking and elliptical pid. The eye was stable throughout the procedure. A 1mm anterior clearance and 1.3mm posterior clearance is noted. Scheimpflug imaging detected a very dense lens, and during the laser lens fragmentation, a gas build up is noted posteriorly, which could have contributed to a breach in the posterior capsule. No further clinical follow-up required.